Manufacturer narrative:
RMA issued. No parts have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that while in a spine surgery, they were unable to register their patient with fluoromerge as the synthetic images were poor. The site used an oec 9900 to take several images but none were usable. They attempted to register with fluoro procedure; acquired their ap, but had difficulty acquiring the lateral. They got a lateral image, but there was black circular artifact in the image and it was not used for navigation. The surgeon discontinued use of navigation for the case and used fluoro to complete the procedure. There was no impact on the patient's outcome reported.